Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported infection and patient conditions could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events such as infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 lvas. The IFU provides information regarding anticoagulation, including the recommended inr values. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The customer reported that there wasn't any drainage from the driveline but the infection was likely caused by the device. The patient presented with some sinus congestion. The patient was on intravenous daptomycin through (B)(6) 2021 and then oral 500 mg of duricef for continued suppression.

Manufacturer narrative:
The patient's previous driveline revision is captured in MFR # 2916596-2020-04475. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2021 with fever, abdominal pain, and shortness of breath. The patient's blood cultures were positive for gram positive cocci. The patient was started on intravenous (IV) vancomycin and cefepime. The patient's blood cultures were then negative. The patient had a previous driveline revision several months prior and it was reported the driveline exit site looked great per the vad coordinator.